Event description:
It was reported that the patient presented in clinic for an implant procedure. It was noted that the patient died on (B)(6) 2024 due to hemorrhaging while trying to implant the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads were not installed, and the primary cause of death was traced to hemorrhaging.